Event description:
Medtronic received information that two ped2 pipelines failed to open in the distal section. The healthcare provider (hcp) placed the pipeline through the phenom 27 distal to the aneurysm. Once he started to try and get the stent to open up, he could not get it open. He re-sheathed multiple times and was unsuccessful. He pulled the device from the patient and noticed that the distal tip of the pipeline was stretched/frayed/damaged. He pulled a 2nd pipeline and the exact same thing happened. He was successful with the 3rd pipeline. The pipelines were not positioned in a bend. They were not stuck in the capture coil. Less than 50% had been deployed when they failed to open. They were resheathed more than 2 times. The pipeline was removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). Vessel tortuousity was moderate. No patient symptoms or complications were reported.  Ancillary devices: cerabase guide catheter, phenom27 microcatheter, navien .058x125cm catheter.

Manufacturer narrative:
Event related to regulatory report: 2029214-2023-01759. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.